Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the hcp had a patient who had recurrent urinary tract infections (utis) and, every time they had an infection, they had pain and discomfort over their device. No device issues or further complications were reported or anticipated.